Event description:
It was reported that the customer had a no delivery alarm on insulin pump. The customer's blood glucose was 600 mg/dl. The customer was treated with manual injection and revert to backup plan. The customer was advised to call in and customer maybe on the line with another representative. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.